Event description:
Account stated the head will not raise.

Manufacturer narrative:
Account cleaned and reseated the head down valve to repair this bed. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.